Event description:
It was reported that the patient's unit had low oxygen while in a high-altitude environment. The issue still persisted after troubleshooting was completed. As a result, park rangers and emergency services were called to provide supplemental oxygen. Additional information received on 19-may-2025 stated that the patient experienced high blood pressure during the event. The patient was taken in an ambulance and hospitalized until their blood pressure came down. They stated the unit displayed low oxygen and oxygen error. The patient was sent a replacement unit and are doing well now.

Manufacturer narrative:
The unit was received for evaluation on 16-may-2025. The unit was brought in due to an oxygen error, which was confirmed through the data log. Inspection revealed contaminated zeolite and a leaking product manifold. The zeolite had absorbed excessive moisture over time due to its age, leading to column contamination. The data log also indicated that patient oxygen levels were low and recommended a column replacement.